Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq0742 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redq0742) have been reported from the same facility.

Event description:
The rn reported that they've "had a couple 4 fr piccs that have been placed and then malposition (was able to reposition them)." The exact quantity of affected piccs was not provided.

Event description:
The rn reported that they've "had a couple 4 fr piccs that have been placed and then malposition (was able to reposition them)." The exact quantity of affected piccs was not provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Date of awareness was initially reported incorrectly. Per follow up with sales representative the date of awareness /MDR date of awareness has been updated. The report was submitted within the required timeframe per 21 cfr part 803.